Event description:
The customer reported that the freestyle transformer fell apart.

Manufacturer narrative:
Attempts to f/u with the customer to obtain add'l info regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. (B)(4) for issues where the freestyle transformer 9207047 is damaged transformer housing breach present. Cause is under investigation.